Event description:
Patient had been using micro-fine needles since 2018, called to report that needles were hard to inject insulin, material code 320543, lot number 4246017, specific affect quantity was unclear, purchased from (B)(6) hospital. Customer injects mixed insulin (50% long-acting) twice daily, replacing the new needle and priming the air before each injection. After priming, they observed insulin flowing from the needle tip and then adjusting to the required dosage for injection. Injection sites include the outer thigh, buttocks, arms, and abdomen, which are rotated regularly. No subcutaneous nodules have been observed, and patient was injected by a designated family member. When insulin was failed to inject, they replaced a new needle to continue, patient states that although the insulin could be injected properly after the replacement, patient thought the dosage accuracy was compromised. There's one time, upon withdrawing the needle, the customer noticed the cannula was bent. All used needles have been discarded. The customer can provide the shelf carton and 1¿2 unused needles for quality investigation and requests a phone-called customer response. Customer suggests improving needle quality to ensure reliable injections. Sample availability: yes sample availability details: physical sample available only.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation, investigation findings, and investigation conclusions) investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.